Manufacturer narrative:
This report is submitted on may 31, 2021.

Event description:
Per the audiologist, the patient developed a staph infection at the abutment site, was treated with several rounds of antibiotics, and underwent a skin revision on (B)(6) 2021. The implanted device remains.